Manufacturer narrative:
Concomitant medical device: biotronic device and leads implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. Blood cultures revealed the organism responsible was enterococcus faecalis. The patient was treated with antibiotics and no further patient complications have been reported as a result of this event.